Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited noise. Troubleshooting was performed to no avail. The rv lead was not used and a different lead was implanted with favorable data measurements. No patient complications have been reported as a result of this event.